Manufacturer narrative:
DHR review results: a DHR review for these devices was not possible; the lot number is not marked on the returned devices. Trend analysis: a trend has been identified. The reference numbers were identified during the investigation. In total 59 screws have been returned. The 59 screws are divided in 12 reference numbers. There is either a quantity 4 or quantity 5 for every reference number. The performed investigation showed that the screws were according to specification and working as intended. As the screws were already investigated and the reported event could not be confirmed, no issue evaluation request will be initiated. Event summary: it was reported that the torx connection with the correct screwdriver is not working and also that the screw head does not sit flush to plate surface. Review of received data: two pictures of the used kit was received. All screws from that kit were sent back for investigation. Devices analysis: visual examination: several screws were returned for investigation. The visual examination shows no damages or any abnormality of the screws. The screws are unused. It was also reported that the screws did not sit flush to plate. The specified tolerances on the appropriate drawings show that an overlap of the screw head to the plate is acceptable by maximal 0.54mm. In total we received 59 screws back for investigation. The screws returned were of 12 different sizes. A measurement was done for 1 screw per size (in total 12 measurements performed). All measured screws meet the acceptance criteria of 0.54mm overlapping. The overlap for each screw is under 0.54mm and therefore within the permitted tolerances of the fra. A functional check of the torx connection of each screw was performed. The torx function was inspected with a screwdriver blade (ref#: 503004288). The torx connection is working as intended and the locking mechanism was also given for each screw. No issue found with the torx connection of the screws. Conclusion summary: it was reported that the torx connection with the correct screwdriver is not working and also that the screw head does not sit flush to plate surface. In total we received 59 screws for investigation. A functional check of the torx connection of each screw was performed. The torx function was inspected with a screwdriver blade (ref# 503004288). The torx connection is working as intended and the locking mechanism was also given for each screw. No issue was found with the torx connection of the screws. The screws returned were of 12 different sizes. A measurement was done for 1 screw per size (in total 12 measurements were performed). All measured screws met the acceptance criteria of 0.54mm overlapping. The overlap for each screw is under 0.54mm and therefore within the permitted tolerances. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).

Event description:
It was reported that a surgery was performed on (B)(6) 2016 to implant ti-locking screw, sys2.7. It was also reported: "occasionally there were angle stable screws on the screw rack which could not be put correctly in the head section by the correct screw driver. These screw drivers could also not be unblocked angle stably with the corresponding plate and therefore they clearly exceeded the head bolt. These screws were not implanted." The surgery was completed with other devices.